Manufacturer narrative:
Since there is no product available for evaluation, the investigation of this complaint is limited. Fixation related migration.

Event description:
Report received from physician via sales rep that a pt had robotic lap vaginal hysterectomy and surgiwrap was placed over the vaginal cuff without anchor. Approximately one month later the pt complained of abdominal pain. Diagnostic lap revealed adhesions and remnant of surgiwrap balled up.